Manufacturer narrative:
The insulin pump was received with no button response and a button error alarm due to corroded keypad traces. The following cosmetic damage was also noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer stated that she was on a boat and the buttons became unresponsive; she changed the battery in an attempt to remedy the keypad anomaly but instead received a button error. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.